Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. There was no missing fragment identified from the returned instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was bent and broke while inside the patient's anatomy. A fragment fell inside the patient and was retrieved during the procedure. The procedure was completed robotically.